Manufacturer narrative:
Submit date: 06/10/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports, the pt began peritoneal dialysis in 2005. The pt noted leakage of the pericatheter on (B)(6) 2011. A hole was later detected about 1cm from the skin exit of the pd catheter. Catheter required removal and will be replaced at a later date.